Manufacturer narrative:
There was no documentation in the medical record supporting a possible association between the liberty cycler and the event of hernia. However, there is a possible association between the event and the increase in intra-abdominal pressure that occurs during pd therapy. Further information has been solicited. The device was not returned to the manufacturer for physical evaluation and the failure mode can not be confirmed. However, an investigation of the device manufacturing records was conducted by the manufacturer. There were no deviations or nonconformances during the manufacturing process. In addition, the device history review confirmed the labeling, material, and process controls were within specification.

Event description:
Medical records were received from the patient's treatment facility. The medical records revealed the umbilical hernia developed shortly after the surgery for the pd catheter placement. On (B)(6) 2016, the patient presented to the emergency department via ambulance with testicular swelling for the past week, a burning sensation to his scrotum, over-the-counter desitin was applied to relieve the burning sensation with only temporary relief, bilateral lower extremity edema, and was diagnosed with epididymitis and hydrocele. On (B)(6) 2016, the patient was discharged from the hospital. On (B)(6) 2016, the patient underwent a procedure for a tunneled right internal jugular central venous catheter and the modality was changed from peritoneal dialysis to hemodialysis (hd). On (B)(6) 2016, the patient presented to a hospital's emergency department with abdominal pain, hypertensive with a blood pressure of 199/99, nausea, two episodes of large bilious emesis, and was admitted. Physical examination on (B)(6) 2016 revealed a large reducible, incarcerated, umbilical hernia with significant tenderness. While in the emergency room on (B)(6) 2016, the emergency room physician reduced the hernia and a large diarrhea bowel movement followed. On an unknown date during the admission, the patient was dialyzed via hd therapy. Computerized tomography on (B)(6) 2016 noted a periumbilical abdominal wall hernia sac with small bowel protruding into the sac and evidence of small bowel obstruction upstream from hernia. On (B)(6) 2016, the patient elected not to undergo a herniorrhaphy to correct the umbilical hernia, the patient was discharged from the hospital in stable condition to home with orders for home care, and the hernia was irreducible, soft, and non-tender. As of (B)(6) 2016, the patient has not yet underwent the herniorrhaphy, and it is unknown if the event of hydrocele has resolved, and it is unknown if the patient continues hd therapy.

Manufacturer narrative:
(B)(4). A supplemental report will be submitted upon completion of plant's investigation and clinical investigation of medical records.

Event description:
A peritoneal dialysis registered nurse (pdrn) reported a (B)(6) female patient with end stage renal disease (esrd) on peritoneal dialysis therapy developed an inguinal hernia on (B)(6) 2016. The patient is currently on hemodialysis therapy while awaiting hernia surgery. As of (B)(6) 2016 the date of the patient's surgery is unknown.